Event description:
It was reported that the patient feels the device is getting hot. The patient presented to the clinic on 8 dec 2023. The patient was asymptomatic. No issues or malfunctions were found on the device. The physician will continue to follow up with the patient.